Manufacturer narrative:
(B)(4), the reported complaint of repeated helium loss alarms is confirmed based on the customer picture. The picture showed two "helium loss 2" alarms on alarm strips. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
Reported as "repeated helium loss alarms, failed leak test". The report states that "call dispatched from speedez regarding multiple helium loss 2 alarms. Rn confirmed no blood in driveline, no visible kinks, and fos is functioning with a waveform. Rn also denied any ectopy or patient movement. Repositioning patient and hyperextending the hip were ineffective in eliminating alarm. Leak test completed and pump failed. A2w exchanged for ac3. Map cal completed. Pump sent to biomed. Follow up at 2143 est: no additional helium loss 2 alarms after exchanging pump. Day shift rn stated, 'it's working beautifully.'" No patient harm or injury, patient status is reported as "fine".

Event description:
Reported as "repeated helium loss alarms, failed leak test". The report states that "call dispatched from speedez regarding multiple helium loss 2 alarms. Rn confirmed no blood in driveline, no visible kinks, and fos is functioning with a waveform. Rn also denied any ectopy or patient movement. Repositioning patient and hyperextending the hip were ineffective in eliminating alarm. Leak test completed and pump failed. A2w exchanged for ac3. Map cal completed. Pump sent to biomed. Follow up at 2143 est: no additional helium loss 2 alarms after exchanging pump. Day shift rn stated, 'it's working beautifully.'" No patient harm or injury, patient status is reported as "fine".

Manufacturer narrative:
(B)(4).